Manufacturer narrative:
On (B)(6) 2019 the product investigation was completed. Device investigation summary: during visual analysis of the sample, the device was found ruptured and received incomplete. Microscopic examination was performed, and no indications of instrument damage was found. No additional anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor became aware of an event detail that was mistakenly omitted in the initial report sent on (B)(6) 2019. The patient underwent their initial breast procedure with a 375cc mentor memorygel breast implant. The device information for this product has been accurately reported in the initial report. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2019, mentor became aware that the previous supplemental did not include a due date. The due date should be (B)(6)2019. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain and rupture. Concomitant medical products: 375cc mentor memorygel breast implant (catalog number 3507375bc, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation and experienced postoperative left-sided discomfort and breast pain. A left-sided device rupture was confirmed via MRI on (B)(6) 2019. As a result, the patient underwent bilateral explantation on (B)(6) 2019.